Event description:
It was reported by repair work order that the customer alleged that the litter would not raise due to an interference problem with the hood. No adverse consequence or clinically relevant delay in treatment was reported.